Event description:
Blood glucose monitoring device generated a result of "one" which is outside the reading range of the meter. Reporter indicated since the reading was low, she had fallen out of bed and hit her head a couple of times, before self treating with dietary adjustments. Reporter indicated glucose retest result was 227 mg/dl, however, did not indicate the timing after the original result. Reporter did not indicate also if there were possible missing segments from the device; however, did state that since she stopped taking this certain medication (non-diabetes related), she has noticed her glucose levels lower. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.